Manufacturer narrative:
Initial and final MDR 1906217 - MDR 3003442380-2024-12920 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tubing leak event on (B)(6) 2024. The infusion set was in use for 1- 2 days for all. The glucose level was 200-300 mg/dl. No further information available.